Event description:
A patient reported to baxter (B)(4) that their catheter connector had separated from the titanium adapter. The transfer set was in use less than 3 months when the separation occurred. The patient was infected with peritonitis and was in hospital for treatment. The patient has since recovered. There was patient involvement.

Manufacturer narrative:
(B)(4). Evaluation summary: this complaint is not confirmed is not confirmed and the cause was not identified because evaluation of the returned sample did not duplicate the alleged issue. Additional information: a batch review could not be performed because the lot number was not provided.

Manufacturer narrative:
(B)(4). The sample has been received by baxter, but the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.